Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusion.